Event description:
A doctor sent in a letter to report a fatigue fracture of 2.3 mm diameter plate.

Manufacturer narrative:
Device not returned for eval. Internal investigation in progress, but not yet complete.